Manufacturer narrative:
Correction: d4 instrument updated based off of information obtained from customer. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they are unsure what caused the damage, it was disconnected when the pack was opened. There was no damage at the distal end of the instrument and the specific instrument information is 430004-62 lot: k10250320-0029 and the instrument will not be returned.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted gynecology surgical procedure, the single-port (sp) monopolar curved scissors (mcs) tip and the sp mcs instrument were disconnected. The sp mcs tip was not used on the patient. No fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The single-port (sp) monopolar curved scissors (mcs) tip cover accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found the retaining cover and metal accessory were returned detached. Although the accessory was detached, visual inspection found no damage. The retaining cover and metal accessory were reinstalled. The accessory was successfully installed on an in-house monopolar curved scissors (mcs) instrument. The instrument was placed on the in-house system for testing. There was no tip detection failure regarding the mcs accessory observed. The instrument also tested for energy delivery with the returned mcs tip accessory and passed. No product issue was identified. The complaint regarding the plastic part and scissors were disconnected was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.